Manufacturer narrative:
Device evaluated by MFR. Dried body fluid found under both ring 1 seals and electrode and under ring 3 proximal seal and electrode. Dried body fluid also found on the handle. Dried saline on the distal end and inside the irrigation ports. Continuity checks while manipulating the shaft revealed no electrical shorts as checked manually using a multi-meter and breakout box. Ring 3 measured electrically open. The tension control knob functioned properly on both lock and unlock positions. Higher than normal resistance was felt when actuating the steering mechanism. When the steering knob was rotated clockwise for right curve the distal end remained straight. X-ray found the right steering wire terminal was separated from the end of the wire. Also found foreign material inside the distal cavity between rings 1 & 2. The ring electrodes were removed. Corrosion was found under all three electrodes and inside the wire feedthrough holes. Ring 3 wire was separated from the electrode at the ankle weld. The break appeared to have been caused by corrosion. The two other electrode wires appeared corroded as well. Dried saline was found throughout the distal end cavity. The handle was dissected. Dried saline was found inside the handle, on the pcb, and on the solder pads at the rear connector. Corrosion was found exiting the proximal end of the shaft and on both steering wire stops. A syringe filled with saline was connected to the luer fitting. As the plunger was depressed, saline flowed normally out of the irrigation ports with no leaks observed. The syringe was replaced with a metriq pump. For two minutes at 30ml/min, saline flowed normally out of the irrigation ports with no leaks observed.

Event description:
Reportable upon analysis completed on 5-mar-2019. A nav mifi oi was selected for a ventricular tachycardia ablation procedure. During the procedure it was reported that the localization of the catheter was lost after every radio frequency delivery. Replacing the cable and rebooting the amplifier did not resolve the issue. The catheter was exchanged and the problem was solved. No patient complications were reported. However, analysis identified body fluid ingress under the ring 1 seals and electrode, and under the ring 3 proximal seal and electrode.